Event description:
It was reported that during use of this infusion syringe pump, the clutch failed. No adverse health outcome was reported.

Event description:
It was additionally reported that there was no patient involvement. The reported product issue was found during preventative maintenance.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection revealed the pump to be in "okay" condition; the right plunger case was cracked. A review of the pump's event history log confirmed the reported error. The complaint was confirmed. The root cause was determined to be user interface; the user of the device improperly released the clutch during an infusion.